Event description:
Complainant alleged that there was smoke coming from the ac receptacle when the device was plugged into the inverter in the ambulance. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.